Event description:
The customer contact reported a leak. The tubing set was being used to deliver an unspecified volume of amino acids, at an unspecified rate. After an unspecified length of time, it was reported that an unspecified volume of solution leaked from the air eliminating filter of the tubing set. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.